Event description:
A discordant, falsely elevated low volume troponin (ltni) result was obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant ltni result was reported to the physician(s), who sent the patient to the hospital for a redraw. The redraw sample was tested on an alternate system, which resulted lower. The sample was retested on the original instrument, which resulted lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant ltni result.

Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. The ccc evaluated the instrument filter data. The data did not indicate an instrument malfunction occurred during the time of the event. The ccc instructed the customer to clean the windows as a single occurrence was consistent with sample integrity. The cause of the discordant ltni result is unknown. The customer successfully ran qc for ltni. The instrument is performing within specifications. Further evaluation of the device is not required.